Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191217 - file-2019-03493 - analysis_and_closure_report_resp-2019-01804.pdf]

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the estimated residual longevity was 4 years. Since the subject pacemaker was implanted in 2016 and the threshold around 2.0/2.5v, the physician required the verification of the accuracy of this estimation. Based on preliminary analysis results, no issue is suspected on the battery.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the estimated residual longevity as 4 years. Since the subject pacemaker was implanted in 2016 and the threshold around 2.0/2.5v, the physician required the verification of the accuracy of this estimation. Based on preliminary analysis results, no issue is suspected on the battery.